Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Review of the device's activity logs indicate an initial charge of 120 joules in which 148.8 joules was delivered to the patient. However, further review of the activity logs does not show any indication of a second charge or discharge attempt. Zoll received confirmation that the patient had an implantable device at the time of the event. The electrical activity causing a shock to the user likely came from an outside source and not the device. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device self discharged unintended delivery of energy to the patient and a male clinician (age unknown). Complainant alleged the clinician initially defibrillated the patient after performing CPR for approximately 15 minutes in the event. Complainant indicated the unprompted defibrillation occurred approximately 10 minutes later while the clinician was performing CPR for the second time to the patient. Complainant alleged the clinician experienced a shock and the patient's body "jumped". Complainant did not indicate that there was any adverse effect to the patient, however, complainant did indicate that there was no adverse effect to the clinician due to the reported malfunction. Additionally, the complainant indicated that the clinician was seen by a doctor and was determined to be "fit for duty".